Manufacturer narrative:
The pump and catheter were returned for analysis. Destructive analysis identified a high battery resistance during functional testing. Analysis found catheter/miscellaneous/acceptable testing/catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.